Event description:
It was reported that the female connector of a minicap transfer set was damaged. The connector was reported to be fractured. This was noted upon opening the device¿s overpouch, before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and the reported issue of cracked female connector could not be verified. Additional defects not related to the reported problem of cracked female connector were identified during visual inspection, and are addressed in related complaints. Leak testing, clear passage testing, and clamp function passed all functional testing. A batch review was conducted and there were no issues detected during the manufacturing process. Therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.